Event description:
Received report of leaking filter. Report states leaking at the filter during infusion of chemo drugs. Customer states that since there was "no patient incident", they will not give out any further info.